Event description:
Customer complained about the batteries not lasting on the insulin pump. Customer stated that she had to reset the time and battery was at three quarters full. The device was off about 10 minutes before turned on. The alarm history showed battery out limit alarms, weak battery alarms, bad battery alarms and multiple low battery alarms. Customer stated that the blood glucose has been somewhere between 50 and 350 mg/dl. Battery indicator does not show less than 2 bars. Last battery change was two days ago; it did not last more than 1 week. Blood glucose value at the time was 151 mg/dl. Customer does wear the sensor and getting lost sensor alerts. Customer was instructed to clean battery cap; there is possible battery cap damage. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.